Event description:
Customer reportedly received results of 144 mg/dl and 402 mg/dl within 1 minute on the aviva system. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.